Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03032. It was reported the patient experienced loss of stimulation therapy coverage on her left side and painful stimulation on the right side. X-ray taken showed the leads appeared to have migrated slightly. Reprogramming of the patient's scs system was attempted but it did not resolve the issue. Follow-up identified surgical intervention was taken and both of the patient's leads replaced. The patient reported receiving effective stimulation therapy postoperative.